Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿cassette was wet on the outside, there are few drops of fluid inside the door¿. This was observed during priming of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient with ending therapy. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.